Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the shock impedance measurement on this right ventricular (rv) lead was above 200 ohms. The patient is being followed by a remote monitoring system and a review of the data indicated that although the measurements have been increasing, they have remained in normal range. All other lead measurements were stable and acceptable. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to have a shock configuration of distal rv coil to the device and the shock impedance measurement was 75 ohms. No adverse patient effects were reported. The physician has not indicated if any chest x-rays have been planned in the future. The crt-d and rv lead remain implanted and in service.